Event description:
It was reported the stylus connector is broken, the software has difficulty on boot-up, even after running the start-up disk, and the open latch is stuck. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported the stylus connector is broken, the software has difficulty on boot-up, even after running the start-up disk, and the open latch is stuck. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus connector was broken. It was also noted that the system fan was noisy, the reported event was confirmed regarding the long boot time, as a result the hard drive was reconfigured and software was reloaded, and the hinge plate screw was stuck in the left display latch causing the latch to stick. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2290 pacing system analyzer. (B)(4).